Manufacturer narrative:
D4: lot #: customer provided a suspect lot# r25a13048 d4: expiration date (suspect lot): 01/13/2027 d4: unique identifier (UDI) # (suspect lot): (B)(4)h4: the lot was manufactured on 1/14/2025. D4: lot #: customer provided another suspect lot# r25c29130 d4: expiration date (suspect lot): 03/30/2027 d4: unique identifier (UDI) # (suspect lot): (B)(4) h4: the lot was manufactured on 3/30/2025. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the y-site. The issue was further described as; it appeared that the set leaked from the part it is glued/inserted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.